Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed far r wave oversensing causing inappropriate mode switch on the implantable cardioverter defibrillator. Programming changes were performed to resolve the issue. There were no patient consequences.